Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the corroded air/water nozzle was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the air/water nozzle of the colonovideoscope was corroded. There was no patient involvement.